Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage was found on the keypad, electronic, motor, vibrator and battery tube assembly during visual inspection. The drive support disk was inspected and no anomaly was noted. No cracked reservoir tube window noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and missing the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was leaking insulin. Blood glucose level at the time of the incident was 110 mg/dl. Customer stated that the insulin pump was dropped and the reservoir compartment cracked. Customer also stated that the drive support cap was damaged and was flush with the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.